Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 98 mg/dl. The troubleshooting was performed and they were able to clear the alarm and complete the rewind. The self test was performed and it did not passed. The customer stated that the she got a battery alert that she needs to change the battery after changing the battery she did not get low battery alert. The device will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 and 4 alarm confirmed in pump history due to broken trace on keypad assembly. Device also received with cracked case(battery tube).